Manufacturer narrative:
Additional information - d10, g4, g7, h2, h3, h4, h6, h10. The device was returned for evaluation. Unit cleaned per protocol. Unit received with the rocker arm and the top part of the rocker shaft broke off and were not received with the unit. The left and right pawls are worn and need to be replaced. Unit received without pedi rocker arm. General maintenance and cleaning required. The device history record showed no abnormalities related to reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. Sampling plan reviewed and is acceptable. Device is 100% tested prior to final acceptance. The reported complaint was confirmed via evaluation of item. The complaint is likely caused by wear and tear / improper handling. The definite root cause cannot be reliably determined. Device identifier # (B)(4). Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer sent the a2114 mayfield infinity xr2 skull clamp for preventative maintenance. On 18oct2019, an integra service and repair supervisor received the device with the rocker arm and the top part of the rocker shaft broken off; they were not received with the device. Additional information has been requested but no other clinical information has been provided.